Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 808:02 was confirmed, but not duplicated during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with failure code 808:02. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.